Event description:
The hospital reported that during endoscopic vein harvesting procedure. The co2 did not fill the tunnel fully and the tunnel collapsed. The physician had to do an open technique to harvest the saphenous vein. The procedure was completed without any additional complications to the pt.